Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic due to redness around the device pocket. The patient was hospitalized for decubitus, and the device was explanted to resolve the event. The associated devices were also explanted prophylactically to avoid infection. The patient was stable with no consequences.